Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the level sensor disconnected light on 8k safety monitor to illuminate when sensor cable was flexed near sensor housing. It was determined that an intermittent connection within the sensor cable was the cause of the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr observed no visible damage to the sensor or cable. He installed a new level sensor. The unit operated to the manufacturer¿s specifications. The suspect level sensor was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the ultrasonic alert (yellow) level sensor intermittently shows "disconnected" light on the safety monitor when the level sensor cable was flexed. There was no patient involvement.